Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor fault occurred. It was indicated that an alternate site insertion occurred, which is off label usage of the device. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of an unknown sensor fault is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.